Event description:
Customer reported receiving inaccurate readings on their precision xtra blood glucose monitor. Customer received readings of 23mg/dl, and 63 mg/dl compared to a lab reading of 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell greater than or equal to the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification and according to the memory log of the meter the readings indicated during the event were 63 mg/dl and 24 mg/dl.